Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: united kingdom. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the unit was out of calibration, the position of the control bar was not correct, some screws were worn, the swivel seal was damaged, the reciprocation arm was worn and the motor speed was unstable. The motor, swivel, screws, and reciprocation arm were replaced and the unit and position of the control bar were recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The device was sent in for preventative maintenance originally and found to be needing repaired due to worn screws, swivel etched, reciprocation arm damage, and motor damage. There was no patient involvement. Due diligence is complete and no additional information is available. At product evaluation investigation the motor speed was found to be unstable. No adverse events were reported as a result of this malfunction.